Manufacturer narrative:
The pod was received not deployed. Investigation of the download data found that the pod was received in pod state 15 with no hazard alarms, timeouts, or drive stalls generated and deactivated after the end of first prime. Inspection of the drive mechanism components found no damages or deficiencies that would prevent the pod from advancing to the next priming sequence. The pod was deactivated by the user at the end of the first priming sequence.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.